Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-apr-08. It was reported that the leak at the pump connection was fixed by the spine surgeon and the catheter was implanted and currently working well.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine and morphine at 15 mg/ml and unknown doses. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that since implanted the patient has gotten 30% relief. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) on 2019-mar-05. It was reported that the patient initially had the pump implanted with relief, but the patient's pain worsened secondary to their spine condition. The patient underwent back surgery and the pump was removed and reimplanted by the spine surgeon. It was clarified that this applied to the catheter only. Since then, the patient reported headaches and poor pain relief. It was noted that the hcp was preparing to do troubleshooting. The hcp suspected a pump and catheter misconnection. The resolution was in the works. The hcp would set up a "shuntogram" and take steps to revise and fix the problem.